Event description:
Allegedly, patient was revised due to prosthesis dislocation components not revised: cotyle "albi+" avec trous 50 - epaisseur=3 - ppa45036, lot r1199090. Tige "jvc" a/collerette- a/ciment taille 2 (polie ppv93004, lot s0199104. Noyau mur 12deg."albi+"50*28 pour cotyle epaisseur 3 ppa41050, lot s02101551.